Event description:
It was reported that while the surgeon was ligating a bleeding artery branching from the splenic artery, the insufflator unit did not function as intended. A replacement unit was immediately used to control the bleeding and continue with the procedure. Further, the account states that there was no alarm to alert that the unit was not functioning properly. It was further reported that the pt lost 2000 ml of blood.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.